Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was evaluated and found to be within specification.

Event description:
According to the available information a patient received an ankylos a11 dental implant on (B)(6) 2019. On (B)(6) 2019 the implant was explanted. Four days after surgery the patient got paresthesia at the jaw angle and a strong immune response with secretion. He had to be admitted to hospital. No allergy test was performed.